Event description:
We have reported several of these. Prelude snap 6 french by mert medical - small piece when you break it apart falls into the patient field. It is supposed to remain attached to the device. Could cause patient harm.